Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that, "the pt had a tha on (B)(6), 2011. Three weeks later, the cup come out from the pt's acetabuli along with the simplex p. The surgeon is planning a revision surgery on (B)(6) 2011."